Event description:
It was reported that the burr detachment occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified proximal left anterior descending artery. A 1.50 mm rotapro was selected for percutaneous coronary intervention (pci). Dynaglide mode was activated and the burr was advanced just outside of the catheter in the healthy left main artery. Three runs were completed with resistance while attempting to advance to the site of the lesion. The rpm decreased to 128k rpm in a non-calcified area of the vessel proximal to the lesion despite the speed being set to 160k. On the fourth run, the burr seemed to be "stuck" and it was noted that the burr had disconnected from the catheter and remained on the rotawire. The rotapro and rotawire were removed in order to retrieve the detached burr and the procedure was completed using an alternate method. There were no patient complications, the patient fully recovered.